Event description:
The customer contact reported a disconnection. An extension set was attached to the patient's IV catheter. The option-lok of the plum tubing set was connected to the clave of the extension set and the therapy was started. At an unspecified time, the nurse noted that the option-lok had "unscrewed" and an unspecified volume of unspecified IV fluid "ran into the bed." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.